Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer found crystallization in the wash system. The field service engineer replaced solenoid valves, checked and adjusted the reagent probe, adjusted values, checked and adjusted the piercing unit, and checked the rinse station. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results from the cobas c 503 analytical unit. Sample 1 initial result was 17.7 mg/l, and the repeat results were 11.9 mg/l and 11.9 mg/l. Sample 2 initial result was 18.3 mg/l, and the repeat results were 9.54 mg/l and 9.5 mg/l.